Manufacturer narrative:
From (B)(6) 2017 product investigation results: reporter returned 5 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell off and almost swallowed the little metal piece that holds the head together [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2017 that he/she bought a 3 pack of oral-b power oral care refills crossaction, and 2 of the 3 brush heads fell off while being used with an oral-b rechargeable toothbrush, version unknown. The reporter stated he/she almost swallowed the little metal piece that holds the brush head together. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell off and almost swallowed the little metal piece that holds the head together [device breakage], no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 07-jan-2017 that he/she bought a 3 pack of oral-b power oral care refills crossaction, and 2 of the 3 brush heads fell off while being used with an oral-b rechargeable toothbrush, version unknown. The reporter stated he/she almost swallowed the little metal piece that holds the brush head together. No symptoms developed.